Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that display on the patient's infusion device was not readable. The patient stated that the infusion device displayed w2 (battery low) and then the display was blurred. The patient's blood glucose level was 200 mg/dl. The display went blurry on a second occasion making all the numbers unreadable. Her blood glucose level was 310 mg/dl during the second incident. The patient does not think her infusion device is delivering the basal rate. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.